Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during arthroscopy surgery the anchor did rip-out while tightening. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update, 03-feb-2021 -sac: received further information that a new anchor has been used hence another drill was necessary.